Event description:
It was reported that the leadless pacemaker was found in back-up mode. The device was re-interrogated and functionality was restored. The firmware was successfully updated. No further intervention was necessary. There were no patient consequences.

Manufacturer narrative:
The reported complaint of vr lp in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.